Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening and underweight. A microscopic analysis was performed which one crease sharp in the posterior side and have non-penetrating nick. Based on the device analysis the final assessment is a crease sharp in the posterior side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured implant and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side removal due to suspicion of textured implant. Healthcare professional additionally reported device was not textured and was ruptured. Device has been explanted.